Event description:
It was reported that during a lap appendectomy procedure, after introducing the trocar, they found that a blood vessel had been damaged. Consequently the procedure was converted to open to control the bleeding. The pt lost approximately 1100cc of blood and had blood product administered post-op. The amount of blood product administrated is unk. There was no issue with insertion of the trocar. The pt is currently stable.

Manufacturer narrative:
Info anticipated, but unavailable at this time.